Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2017- patient was diagnosed with left flank hernia thereby underwent open repair with implant of ventrio st mesh (device 1). Per op notes, ¿an incision was made through the previous incision in the left flank, no hernia sac was identified. The eventration of the muscle and fascia from the previous incision was noted. The defect was repaired using a ventrio st (device 1) and secured with sutures.¿(B)(6) 2019 - patient was diagnosed with recurrent large incisional hernia at the left lower flank area thereby underwent open repair with implant of ventralight st mesh (device 2). Per op notes, ¿the scar tissue surrounding the hernia sac was opened.the patient had a retracted mesh (device 1) to the medial side creating a large left lower flank incisional hernia. Incision was made at the scar area; dissection was made until a hernia sac area which was located at the lateral edge of the incision at the left lower flank area. Lysis of adhesions was performed between the omentum and underneath surrounding area of previous surgery. The left colon was also adherent to the previous mesh or scar tissue. A ventralight st mesh was used to repair the hernia and secured with sutures¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided.root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-oct-2016) is considered to be a best estimate.updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g1, g3, g4, g6, h2, h4, h6, h10note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.